Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting a conflicting sars result. Customer states the symptomatic patient initially tested negative and when retesting the patient with a new box of product the patient resulted as positive.